Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained a scan result of 68 mg/dl compared to a result of 280 mg/dl from an adc meter and experienced symptoms of headache, nausea, dizziness and chest pain. The customer had contact with a healthcare professional who administered unspecified IV fluids and monitored their glucose. There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained a scan result of 68 mg/dl compared to a result of 280 mg/dl from an adc meter and experienced symptoms of headache, nausea, dizziness and chest pain. The customer had contact with a healthcare professional who administered unspecified IV fluids and monitored their glucose. There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.